Event description:
The customer reported that he has been getting the no delivery alarm for the past couple weeks, and last night he was hospitalized for low blood glucose levels because he took too much insulin by manual injection. The customer stated that his blood glucose was 23 mg/dl when he was admitted. The customer stated that he woke up in a cold sweat, and was shaking. The customer's mother and fiance' then called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.